Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, the physician noted that the right ventricular (rv) lead was dislodged and exhibited loss of capture (loc) as well as high threshold. Additional information received indicating that no lead revision was performed. The lead remains in service. No adverse patient effects were reported.